Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22119094. Medical device expiration date: 05-nov-2025. Device manufacture date: 04-nov-2022. Medical device lot #: 22119005. Medical device expiration date: 04-nov-2025. Device manufacture date: 01-nov-2022. Medical device lot #: 22109064. Medical device expiration date: 04-nov-2025. Device manufacture date: 04-oct-2022. Investigation summary 4 used samples for model # mp3503-c were returned for investigation. It was reported by customer that "fluid did not flow through tubing". Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. Two samples worked as intended, but the other 2 samples showed signs of occlusion at the female luer adapter connected to the maxplus connector. The sets were examined under a microscope and excess solvent was observed near the female luer. The customer complaint could be replicated. Quality notification sent to supplier and response received and attached. A device history record review for model mp5303-c and lot number 22119094 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 08nov2022. A device history record review for model mp5303-c and lot number 22119005 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 06nov2022. A device history record review for model mp5303-c and lot number 22109064 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. From the manufacturing investigation, the root cause was determined to be the lack of time in the air sweep operation. A quality alert was generated to indicate the correct time of sweep operation and the correct solvent level.

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector each from lots 22119094, 22119005, and 22109064 were blocked during the priming process. The following information was provided by the initial reporter: "j-loop attached to IV tubing and hung to gravity to prime. Fluid did not flow through tubing. Tried to loosen/tighten blue cap but unable to remove cap."